Event description:
It was reported that while running bd facs¿ sample prep assistant iii the wash station leaked waste outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wash station is overflowing. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. Was the fluid that leaked? Unknown. Did biohazard leak before or after the waste line? Unknown. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facs¿ sample prep assistant iii the wash station leaked waste outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wash station is overflowing. Was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid? No was the fluid that leaked? Unknown did biohazard leak before or after the waste line? Unknown was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
Investigation summary scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6) problem statement: customer reported: wash station is overflowing manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: there are 14 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 30sep2020 to date 30sep2021 (rolling 12 months) investigation result / analysis: per fse report: cleaned pump and verified the system. No additional issues noted. Found sheath and sample had leaked from the top of wash tower. Customer did not touch or come in contact with any fluids. System was cleaned down with bleach. The unit is up and running. Service max review: review of related work order# (B)(4) install date: (B)(6) 2010 defective part number: there were no defective parts work order notes: subject / reported: wash station is overflowing problem description: wash station pump clogged cause: clogged wash pump work performed: cleaned pump solution: cleaned pump returned sample evaluation: there were no defective parts manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes/no hazard ID: 3.1.29 _ hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep user¿s guide risk control:_alarp mitigation(s) sufficient yes/no root cause: based on the investigation result and the fse¿s comments the root cause was clogged wash pump. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow.